Event description:
It was reported that prior to a laparoscopic ger procedure the device stopped working. The procedure was completed with a new shear. There was no reported patient consequence and one device will be returned.